Event description:
Customer reported a malfunction on pump, identified as malf 12. There was no adverse impact to the customer's blood glucose level. Technical support assisted customer with resetting the pump, and as the malfunction did not recur, customer was informed to continue using the pump and advised to call back if the issue occurs again.